Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent an explant procedure on an unspecified date due to erosion after catheterization. The patient later had a new aus put in. There were no additional patient complications reported.